Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing on one beat. Device function did not appear to be influenced. No reprogramming suggestions were requested or provided. The lead remains in use. No patient complications have been reported as a result of this event.